Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusions set cannula was bent. The patient was hospitalized for diabetic ketoacidosis with high blood glucose level of 197 mg/dl. The patient was stayed overnight, and the blood glucose level was 300 mg/dl at the time of admission. The patient had high blood glucose with large ketones along with nausea and feeling sick/unwell. The hospitalization treatment was IV insulin drip (intravenous insulin infusion). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.